Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned in three pieces in a plastic sample container. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn/split-cut dividing the iol in three and scratched/marked-rejectable with fibers and particulate. Iol cleaned, solution remained. Sent to the lab for further evaluation. The lens was visually and microscopically examined, and the presence of foreign material was confirmed. Microscopic examination shows clear particles up to approximately 54¿m in length on the surface of the lens. The clear particles were isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the clear particles¿ generated ir spectra to a library of spectra finds the best match to be oleamide (ft-ir spectra 1). The exact identity is unknown. We are unable to determine the root cause for the reported complaint. A residue was observed on the returned iol. Based on the spectra comparison results, the "residue" is oleamide. The origin of the material could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that the surgeon noticed a film or residue on the lens surface when it was implanted. The lens was removed and replaced with another lens in an initial procedure. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).